Manufacturer narrative:
The customer reported that a patient death occurred and that the philips device was a factor. Philips is in the process of obtaining additional information regarding this incident, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)

Event description:
The customer reported that a patient death occurred and that the philips device was a factor.